Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer has been having difficulty with the male external catheter coming loose when the bag had urine in it and felt as if the adhesive of the male external catheter was not there after it fell off. Representative discussed with the patient about the routine for application, which appeared to be as per IFU recommendations. Area was completely dry, free from oils, powders and or lotions of any kind. Patient did stated that due to having shorted legs the tube sometimes kinks and the patient was aware that would cause urine to back up into the catheter, thus weakening adhesive ability to stick to skin. Representative asked if the patient noticed urine sitting in tubing even if not kinked and patient also said there seemed to be access room between the skin and the male external catheter. Discussed sizing down to a 25mm (small) and also making sure to squeeze the adhesive areas of the catheter to help assure there was an adequate bond and also discussed using protective barrier film as an option to aid in a good bond. Patient also indicated that sometimes had sweat or moisture would lessen adhesive ability to stick to skin, the patient felt that might be the issue. Representative discussed spirit style 3 catheters with hydrocolloid adhesive and longer shaft length which wicks moisture away and also discussed placement of leg bag straps and possibly sizing down to a 25mm. Patient was going to try these tips and also spoke with the provider as well.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect assembly operation of tube coiling (incorrect assembly)". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer has been having difficulty with the male external catheter coming loose when the bag had urine in it and felt as if the adhesive of the male external catheter was not there after it fell off. Representative discussed with the patient about the routine for application, which appeared to be as per IFU recommendations. Area was completely dry, free from oils, powders and or lotions of any kind. Patient did stated that due to having shorted legs the tube sometimes kinks and the patient was aware that would cause urine to back up into the catheter, thus weakening adhesive ability to stick to skin. Representative asked if the patient noticed urine sitting in tubing even if not kinked and patient also said there seemed to be access room between the skin and the male external catheter. Discussed sizing down to a 25mm (small) and also making sure to squeeze the adhesive areas of the catheter to help assure there was an adequate bond and also discussed using protective barrier film as an option to aid in a good bond. Patient also indicated that sometimes had sweat or moisture would lessen adhesive ability to stick to skin, the patient felt that might be the issue. Representative discussed spirit style 3 catheters with hydrocolloid adhesive and longer shaft length which wicks moisture away and also discussed placement of leg bag straps and possibly sizing down to a 25mm. Patient was going to try these tips and also spoke with the provider as well.